Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation did not reveal any problems. The piston migration was at .94 inches. The unit passed the weight test. The limbs were manipulated and moved freely. The limbs locked into place and did not move. The unit functioned as designed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that, during a reverse total shoulder arthroscopy, the spider 2 tenet would not lock in place. It is unknown whether the issue happened while the surgical tools were inside of the patient. A back-up device was available, if needed, to successfully complete the surgery in the scheduled time. The patient was not injured.